Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited under-sensing and high capture threshold which resulted in failure to capture. The physician opted to reimplant the rv lead in different position; however, an issue with the rv lead helix was noted. The rv lead was not used and replaced during the procedure. There were no patient consequences.